Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. Customer's blood glucose level ranged between 500-600 mg/dl. Water was consumed and manual injections were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.